Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Performance data was collected from the device and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. There were 8 episodes with v-v intervals less than 220 milliseconds between (B)(6) 2016. Analysis of the device memory also indicated that the criteria for the right ventricular lead integrity alert were met and there was oversensing due to non-physiologic signals/sic (sensing integrity counter). The lead failure predictor triggered on (B)(6) 2016 for sics and non-sustained tachycardia (nst) events. There were 429 sics since (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had unstable thresholds, intermittent capture, and episodes of oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.